Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: a visual and microscopic examination found that the hypotube was broken 225mm distal to the strain relief. A kink was observed on the outer 70mm distal to the guidewire access port. The hypotube was kinked at various locations along its length. The crimped stent, balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The tip od was measured which is within specification. Solidified contrast medium was visible in the inflation lumen indicating the device was prepped for use. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
Reportable based on device analysis approved on (B)(4) 2014. It was reported that crossing difficulties was encountered. The target lesion was located in the right coronary artery. A 2.25x28mm promus element stent delivery system was selected for use and advanced but failed to cross the lesion. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and patient's status was stable. However, returned device analysis revealed shaft break.